Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a unipolar lead impedance warning for high undefined impedance. A polarity switch, atrial oversensing and high capture threshold on the right atrial lead were noted. Possible non capture was also noted on presenting electrograms (egm). The ra lead was capped and replaced. No patient complications have been reported as a result of this event.